Manufacturer narrative:
The insulin pump alarmed motor error during rewind motor encoder signal out of phase. The insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the customer was receiving the motor error alarm during basal delivery and while priming. The customer's blood glucose was 201 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer had already reverted to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.